Manufacturer narrative:
The device has not been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. Ref: (B)(4).

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. Visual inspection revealed that the packaging was in good condition with no defects of the peelable or terminal seal. The packaging was inspected under 10x magnification, and foreign material was not observed in the device packaging. Therefore, the reported condition was not confirmed. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
Report rec'd from (B)(6) via synthes (B)(4) stating that there was "residue in the sterile packaging." The device was not used in surgery. There were no injuries or medical intervention reported. There was no contact information from (B)(6) available. There was no add'l info provided.